Event description:
It was reported that the patient was scheduled for generator repositioning surgery. The reason for the surgery is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received that the patient underwent a "voice surgery" in (B)(6) 2015 for the patient who needed her vns generator adjusted. However, the exact date and reason for this surgery are unknown. Attempts to obtain additional relevant information have been unsuccessful to date.